Event description:
Reporter got an error notification from his device saying it is faulty and use should be stopped immediately. He used two from the same box already and three remain in the box. Total of five defective insulin devices. Reporter shows no symptoms. Patient code: 4582. Device code: 2588, 1420. Referencing reports mw5185845, mw5185846, mw5185847, and mw5185848.